Event description:
It was reported that patient was very anxious and moved while laser was firing which caused the bleeding in the anterior chamber of the eye. The treatment was most likely aborted. After the incident, the doctor was able to perform the cataract portion of the treatment but not capsulorhexis. Doctor was curious why the system did not shutoff or gave a critical error due to patient movement. Biomed was instructed that catalys does not have active eye tracking system. If there is a patient movement, generally it will loose suction upon which the system will throw a suction loss message stopping the laser firing. Patient involvement was reported with patient injury. Affected eye was left eye and doctor reported the patient is doing well post op. No additional information was provided.

Manufacturer narrative:
A2, a3, a4 and a5 - requested but at the time of this report no information has been provided by the account. D4 lot number and expiration date - unknown. Since lot number is unknown therefore a partial UDI is being provided. H4 manufacturing date - since lot number is unknown the manufacturing date of the device cannot be provided. H11 - additional narrative: johnson & johnson application support manager (B)(6) visited the account on (B)(6) 2025. They reviewed the treatment report and noticed the treatment that was selected was noticeable decentered as the pupil surface map was misidentified and there were three prominent bubbles/opacities in the balanced salt solution (in the loi cup). Upon further discussions with the account it was found an uncertified resident was found to be the surgeon operating the laser. (B)(6) went over certification requirements with the account and stressed the importance of cases being proctored by either (B)(6) or the certified proctor at the account. The account voiced understanding. About these requirements.